Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the videoscope had a tread was coming out from the tip of the insertions tube. The issue was found during reprocessing. There were no reports of patient involvement.